Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient developed a pericardial effusion. The pacing leads remain in use. No further  patient complications have been reported as a result of this event.